Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: low battery voltage was observed in the pump's black box on the date of the complaint. There were continuous pump reboot events observed on (B)(6) 2015 at 7:55 following low and replace batter alarms. The pump powered on normally with no alarms. The pump's electrical current draws were tested and were within specifications. A replace battery alarm was reproduced during testing and the pump gave an audible and visual alert. There was a battery compartment crack below the bumper at the case seal. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.